Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with the operating currents within specifications. The insulin pump passed the self test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. The insulin pump was returned due to pump error 25. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. However, the pump error 25 was found at the formatted history file. The insulin pump had an intermittent non-sleep anomaly software error. The insulin pump was received with a cracked case on the back at the battery tube area. The insulin pump was received with minor scratches on the display window, case, and keypad overlay.

Event description:
It was reported via phone call that the customer received a pump error alarm. Her blood glucose was unknown. Troubleshooting was performed. Nothing further reported. The pump was returned for analysis.